Event description:
An implant card was received to the manufacturer indicating the patient's lead and generator were replaced due to a lead discontinuity. Diagnostics with the new devices were within normal limits. The explanted devices will not be returned per hospital policy.

Event description:
Reporter indicated a patient presented with high lead impedance and pain at the vns generator site in the chest. The generator was also noted to have moved; the patient has grown and this is felt to be the cause. The generator is not moving freely in the pocket. No trauma or device manipulation occurred. Vns diagnostics were last within normal limits in (B)(6) 2012. The reporter was advised to disable the vns, but chose to leave it on due to the patient's mother's wishes. The vns was later disabled on (B)(6) 2013. The pain resolved after the vns was disabled. X-rays were reviewed by the manufacturer. A lead discontinuity was visualized after the strain relief area of the lead. Vns lead and generator replacement surgery occurred on (B)(6) 2013. Attempts for return of the explanted devices are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.